Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the contrast keypad button was intermittently unresponsive, which has no effect on insulin delivery function; all other keypad buttons responded properly. The keypad cover was removed, and contamination was found under all button contacts. Unrelated to these issues, the keypad cover was peeling off the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under keypad button contacts. This report is made based on results of investigation completed on (B)(4) 2014.